Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has been requested but has not been received. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary - (B) (4) no anomalies found.

Event description:
(B) (4).

Event description:
It was reported the patient presented to the hospital in ventricular fibrillation. The patient died later that night. Interrogation of the device revealed a high number of short interval counts (sic); however there were no associated high impedance measurements during these sic events. During the first event, the device appropriately detected vt (ventricular tachycardia) and began charging to full energy. Upon delivery of the therapy, the device only discharged 0 joules to 0.3 joules of energy. It should be noted, during this episode the lead impedance measurements were low (20 ohms). The therapies were exhausted in this and the following episodes. Progressive episodes began to demonstrate severe noise on the rv tip to rv ring and even more severly on the far field ECG.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has been requested but has not been received. Analysis of the device is in process; the results will be forwarded when available. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Impedance trends steady. There are numerous episodes with full energy charges but minimal energy delivered. The lifetime ventricular sensing integrity counter is 2715 and all of these counts occurred since 2009. A high value of this count can indicate a possible intermittency in the system.